Manufacturer narrative:
Product complaint # ==> pc (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: *was there any patient consequences? *was the procedure delayed due to the suture breakage? If yes, how many minutes? *could you please provide the lot number? According to feedback, all answers above are unobtainable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an excision of right popliteal cyst on (B)(6) 2020 and an unknown suture was used. The suture broke when it was used in the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information could be provided.